Event description:
The plaintiff's attorney alleges that after receiving dialysis treatment earlier that day, the pt experienced sudden cardiopulmonary arrest and subsequently expired, which is alleged to have been caused by naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.